Manufacturer narrative:
H3, h6: the device was not returned for evaluation. However, the photographs were reviewed, and revealed that the post of the device fractured. The clinical/medical investigation concluded that, per case details, the patient had a left revision total knee arthroplasty approximately 15 years post implantation due to clunking and instability in the knee. Reportedly, it was noted intraoperatively that the post of the insert was broken off. The two provided photos confirm the breakage. However, as of the date of this medical investigation, the requested clinical documentation has not been provided for evaluation. It was noted via e-mail correspondence within the attachments that no further patient information is available. Therefore, the clinical root cause of the reported event cannot be definitely concluded. The patient impact beyond the revision surgery could not be determined based on the limited information provided. No further clinical assessment can be rendered at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that break of implant as a result of strenuous activity or trauma has been identified as warnings and precautions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with material specification, the quality and manufacture of polyethylene as rod and plate shall be controlled. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10. Internal reference number: h10: internal complaint reference.

Event description:
It was reported that, after tka surgery had been performed 15 years ago, the patient experienced 'clunking' noise and instability in the knee. This adverse event was solved by a revision surgery on (B)(6) 2023, in which it was found that the gii ps hi flex isrt sz 5-6 11 had been severed and the implant was in two bits. The insert was replaced with a new constrained ps tibial insert and locked into place after some range of motion. The knee was washed out extensively and closed up. Health status of the patient is unknown.